Event description:
It was reported that there was an issue with a pump that would not start when connected to a tandem cable for one hour, and it continued not to start with a different cable for two additional hours. Reported issue identified during testing of the pump; there was no impact to customer's blood glucose.